Event description:
It was reported that the helix of a right atrial leadless pacemaker (lp) was stretched during the implant procedure. Device was still able to be successfully implanted. Patient did not experience any consequences during the event.